Event description:
It was reported in a journal article that a patient bone fractured attempts have been made and no further information has been provided yet.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Even happening in (B)(6). Investigation of this incident is currently ongoing. A followup/ final report will be submitted when additional information becomes available. Reference: m. Shahin, v. Masse, e. Belzile et al., (2022) mid-term results of titanium conical wagner stem with challenging femoral anatomy: survivorship and unique bone remodeling. Orthopaedics & traumatology surgery & research (1877-0568), no. Of pages 9; https://doi.org/10.1016/j.otsr.2022.103242.

Event description:
No change to previously reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Event description: the journal article midterm results of titanium conical wagner stem with challenging femoral anatomy: survivorship and unique bone remodeling reports on three patients, which had intraoperative femoral fractures. Review of received data: journal article: midterm results of titanium conical wagner stem with challenging femoral anatomy: survivorship and unique bone remodeling. Adverse events (page 5): we observed that 3/91 hips (3.2%) had intraoperative femoral fractures in 3 patients with ddh associated with 2 stems of 13 mm and one of 14 mm. They were secured by cables. No medical data is available. Due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. Product evaluation: no product was returned. Review of product documentation: - device purpose: this device is intended for treatment. - product compatibility: the compatibility check could not be performed due to missing product identification of the involved products. - DHR review: review of the device history records could not be performed due to missing reference and lot numbers. - a complaint history could not be performed due to missing reference and lot numbers. Conclusion: the journal article midterm results of titanium conical wagner stem with challenging femoral anatomy: survivorship and unique bone remodeling reports on three patients, which had intraoperative femoral fractures. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the journal article and the information provided, no detailed assessment of the reported event could be conducted. Therefore, a definite cause could not be found. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is cmp-0796649.